Event description:
Note: no patient involvement. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was being used during a demonstration. According to the complainant, when the console was switched on, error code "h07" was displayed. The unit was cycled off then on, which cleared the error code. However, the console failed to output energy.

Manufacturer narrative:
Based on additional information received, the enterprise vrd deployed in the hub of the microcatheter prior to introduction into the patient. The potential for injury is remote and therefore, does not meet the definition of a reportable malfunction. This event is no longer considered reportable. No additional follow-up will be forthcoming.

Event description:
The information received from the affiliate states that the physician attempted to insert a 4.5 x 28 mm enterprise. He failed in handling the device and the enterprise deployed in an inaccurate position from targeted lesion. Therefore, he used another 28mm size enterprise to continue the procedure. The microcatheter used in the procedure was a prowler plus str.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. Review of the device history records relative to the manufacturing, inspecting and packaging of this lot was performed and indicated that this product was final inspection tested and was determined to be acceptable.